Event description:
It was reported that during a colonoscopy procedure, the snare would not fully close. The target polyp was in an unspecified colonic location. A sensation micro oval snare had been advanced to treat the target polyp. While attempting to close the snare, a "pop" was heard. The handle of the snare closed firmly; however, the snare loop did not close all the way. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "fine".